Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with prolapsed posterior leaflet and a calcified posterior annulus. A mitraclip xtw (51119r1109) was inserted and deployed on the mitral valve and a mitraclip ntw (51017a1023) was inserted and deployed on the mitral valve. However, post deployment, the mitraclip xtw opened roughly to 5 to 10 degrees. To stabilize the clip that opened and to further reduce mr, a third clip, a mitraclip xt (51103a1023) was inserted and grasping was performed. However, it was observed that the posterior leaflet was torn. Therefore, the clip was removed from the patient. The procedure was completed. The mr was reduced to a grade of 3. The patient was then transferred to intensive care.on (B)(6) 2026, the patient underwent mitral valve replacement surgery. The patient was reported to be recovering.